Manufacturer narrative:
Additional information has been requested. Device not explanted. Unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, the device history records could not be requested.

Event description:
Patient status post implantation rod and screw on (B)(6)-2010 returned to surgeon for follow up visit. An x-ray on (B)(6)-2011 showed the rod was broken. Surgeon is monitoring the patient and no revision has been scheduled at this time.